Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4) . Event occurred in egypt. It was reported that patient faced infusion set soft cannula bent event on 09-may-2024. Insertion site was at abdomen and event occured on the first day of use. Blood glucose levels were 400 mg/dl at the time of event. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.